Manufacturer narrative:
(B)(4). Medical devices; item# unknown, unknown liner lot# unknown; item# unknown, unknown head lot# unknown; item# unknown, unknown taper slv lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation,the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04749

Event description:
It was reported that patient underwent total hip arthroplasty approximately 12 years ago. Patient underwent 2nd revision approximately 11 years post initial implantation. Post operatively, patient experienced bilateral deep vein thrombosis, requiring treatment with blood thinning medication. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 76 year old female underwent an initial right hip in 2006 and developed metallosis requiring additional surgical procedures. During the second revision it was reported that the patient developed a dvt on unknown date. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.